Event description:
It was reported that there was possibly early depletion. It was noted that the patient was never given a programmer after she had an implantable neurostimulator (ins) replacement. It was unclear if the patient programmer had been lost and it was noted that the patient had moved 2 times since implant. Patient had the ins replaced on (B)(6) 2014. It was noted that the patient felt since she was not able to turn the ins off at night that the ins had depleted early. It was further noted that the healthcare professional had not said that but had said the ins had to be replaced. It was noted that the patient had not received a new patient programmer at the most recent replacement but had been issued a programmer at an earlier date. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 2000 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient product ID 3387-40, lot# l82842, implanted: 2000 (B)(6); product type lead product ID 3387s-40, lot# v052560, implanted: 2007 (B)(6); product type lead product ID 7426, serial# (B)(4), implanted: 2007 (B)(6); product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension. (B)(4).